Event description:
Customer reported that issue occurred with the speaker and vibration function of the pump, specifically noting that the speaker was not audible during continuous glucose monitor (cgm) alerts. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on various settings adjustments and eventually decided to replace the pump. Customer was advised to return the problematic pump and was informed about the steps required upon receiving the replacement.